Event description:
On 5/28/96 device was implanted. On 5/89 the cylinders were revised. On 7/13/93 the cylinders and reservoir were revised. On 8/13/96 the pump was removed from the pt and replaced due to fluid loss.